Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer restarted the system twice to complete the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. Upon troubleshooting, fse found that the system indicator did not work intermittently, review of the log file showed error communication failure. It was confirmed that the sibbox was defective. To resolve the issue, fse replaced the sibbox. The defective sibbox unit was returned to philips for failure analysis and the cause of the sibbox failure was found to be etx module failure, which resulted in post test failure or sibbox non-functionality. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system failed to startup. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.